Manufacturer narrative:
On 11/11/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. No other anomalies were observed, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 625cc mentor smooth round moderate profile saline breast implant catalog: 3501695 lot: 269249 serial number: unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 625cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had undergone bilateral removal and replacement with a 600cc mentor memorygel breast implants on (B)(6) 2019.